Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. They had an eeprom and a current leakage error when this catheter was connected to the patient interface unit (piu). They associated this current leakage error with the signal loss. The physician did not have any signal available to monitor the patient's heart rhythm. Rebooting the piu and changing out the catheter cable did not resolve the issue. Exchanging the catheter resolved the issue. The procedure was continued and was subsequently completed with no patient consequence. The signal loss was assessed as a reportable malfunction as the lack of monitoring of cardiac rhythm while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. They had an eeprom and a current leakage error when this catheter was connected to the patient interface unit (piu). They associated this current leakage error with the signal loss. The physician did not have any signal available to monitor the patient¿s heart rhythm. Rebooting the piu and changing out the catheter cable did not resolve the issue. Exchanging the catheter resolved the issue. The procedure was continued and was subsequently completed with no patient consequence. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The catheter was evaluated for sensor functionality on the carto system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.